Event description:
It was reported that the bd ultrasafe plus¿ x100l png clear was preactivated prior to use. The following information was provided by the initial reporter: please find customer complaint reference complaint- (B)(4). Reporting: " the product malfunctioned. The needle retracted with the medication still in the syringe and it was unable to be administered".

Manufacturer narrative:
H.6: investigation summary: unconfirmed: no sample/evidence provided.